Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to subarachnoid hemorrhage. An autopsy would not be performed. The device would not be explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed through this analysis. The pump (serial number (B)(6)) was not returned, and no log files were submitted for review. A root cause for the reported patient outcome could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including right heart failure and stroke, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient presented with progressive right heart failure and refractory congestion. The anticoagulation was at target when the patient presented with the neurological event. Both a head computed tomography (CT) and a computed tomography angiography (CT angio) were performed and confirmed a subarachnoid hemorrhage. Symptoms associated with the subarachnoid hemorrhage included acute decline in mental status when a neurologic event was suspected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.